Manufacturer narrative:
The customer filed a mandatory medwatch report (medwatch (B)(4), MDR report #(B)(4)) related to this event.

Event description:
Customer stated: "the feeding pump was programmed to deliver 210ml of ketogenic formula over 1 hour. A couple of times, the pump rang off, "no flow," so the rn primed the tubing to make sure there was not a clot because the formula was thick. It primed with no problem. The pump was started again after each prime, and was running and appeared to be administering the formula. The pump rang off, "dose complete" saying it administered 210ml, but the bottle was full and no formula was actually administered." (B)(4).